Event description:
Boston scientific crm received info that the pt with this pacemaker was having syncopal episodes. A review of an electrogram indicated cross talk with oversensing and pacing inhibition on both the atrial and ventricular channels. The pt has a history of atrial flutter and is not paced in the atrium, but paced all the time in the ventricle. A company engineer reviewed the electrogram and made note that this appeared to be a lead on lead abrasion issue. Subsequently, the lead was explanted and returned for analysis.